Event description:
The user facility reported a clinician sustained a needle-stick. Additional information regarding the needle stick has been requested; none is available at this time. The clinician is believed to be receiving treatment consistent with the facility's internal protocol for blood exposure. No permanent adverse effects to the clinician have been reported. There was no patient injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.